Manufacturer narrative:
Corrected h.6 device code, type of investigation, investigation findings, and investigation conclusions. The valve was returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints related to particulates. Manufacturing mitigations were reviewed. Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The returned device was visually examined for any abnormalities. Two (2) black particulates were found on the leaflet inflow side. The particulates were approximately 2mm in size. Imagery provided from the site also revealed two (2) black particulates on the inflow side of one of the leaflets. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no pra is required. No manufacturing non-conformance was identified or IFU deficiencies were identified; therefore, no preventative or corrective actions is required. There is no confirmation that the black particulate originated from edwards. However, as precautionary measures, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed. The particulate on the valve was confirmed based on returned device evaluation. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Material analysis was performed on the black particulate and the sample spectrum of the black particulate is consistent to polyester suture braided, ptfe like material. Process walkthrough was performed by manufacturing to ensure none of the materials, fixtures or tooling used matches black polyester like material and there were no matches observed. Additionally, during the manufacturing process, all sapien 3 valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, ''prior to a transcatheter aortic valve replacement procedure with a 29 mm sapien 3 valve, the fcs inspected the valve and noticed two black anomalies on one of the leaflets, which were not able to be removed during rinsing. The fcs decided not to use the valve. There was no patient involvement''. In this case, the black particulates were not observed upon the jar open, and it was found in the rinsing process/prior to mounting, so the black particulates were likely introduced during the device prepping process. As such, available information suggests that procedural factors (device preparation and handling) may contributed to the complaint event.

Manufacturer narrative:
Investigation for this report is ongoing.

Event description:
As reported by a field clinical specialist, prior to a transcatheter aortic valve replacement procedure with a 29 mm sapien 3 valve, the field clinical specialist inspected the valve and noticed two black anomalies on one of the leaflets which were not able to be removed during rinsing. The fcs decided not to use the valve. There was no patient involvement.